Event description:
New information noted the leadless pacemaker (lp) dislodged to the left groin area. The lp was retrieved and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the leadless pacemaker (lp) dislodged. No changes or interventions were reported. The patient condition was unknown.